Event description:
The customer reported that the insulin pump alarmed followed by a blank display. Troubleshooting was performed. The customer stated that the device was exposed to water. The customer also stated that the case of the insulin pump may be cracked and moisture underneath the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. In addition, the device had a cracked battery tube.